Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient presented to the emergency room after experiencing syncope and receiving shocks. A remote interrogation was performed and boston scientific technical services (ts) was consulted to review the interrogation data. Upon review ts noted that two shocks had recently been delivered. One the day prior and one today. Ts noted that in bth episodes the rate was detected in the ventricular tachycardia (vt) zone and anti-tachycardia pacing (atp) was delivered but accelerated the rate to the ventricular fibrillation (vf) zone. In both episodes a shock was delivered which converted the rhythm. The cardiac resynchronization therapy defibrillator (crt-d) remains in service and no additional adverse patient effects were reported.